Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: pt was first implanted with a pinnacle mom hip (reported in a separate complaint) on her right side. She was then revised due to discomfort, pain, stiffness, and upon info and belief, loosening of the hip. She was revised and implanted with another pinnacle mom hip on (B)(6) 2009. It is alleged that she will need revision surgery again.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A search of the complaint database found no additional reports for the reported part and lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.